Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report both the pt's battery packs were displaying an error on the battery charger. The pt was issued replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) and battery pack sn (B)(4) are currently underway. The reported problem (displays error charger) has been confirmed. As received, the batteries would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery packs. The pt received replacement battery packs. (B)(4).